Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a low blood glucose event. The customer¿s blood glucose was 50 mg/dl at the time of incident and treated with food. Customer stated that the insulin pump sensor glucose versus blood glucose readings were off. Customer declined low blood glucose and sensor glucose versus blood glucose troubleshooting. The insulin pump is not expected to return for analysis.